Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, explanted: product type: programmer, patient product ID: 3587a, lot# n073696, implanted: (B)(6) 2007, product type: lead; product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 355029, lot# n096389, implanted: (B)(6) 2007, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer, via manufacturer representative, concerning patient with implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn. It was reported the ins is turning on and off. Animpedance check was performed. They connected to patient¿s device and all seemed okay with the lead. The patient will be scheduled for a battery change in next 3 weeks. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient is still waiting to schedule a battery replacement. The rep noted that the ins was not turning on and off by itself. They mentioned that the device will not be returned for analysis due to hospital policy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.